Manufacturer narrative:
(B)(4). Additional information: upon further review, quality engineering has confirmed the reported condition as a fuse issue. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump in which, "no mains ac icons displayed on the front panel". The reported condition occurred during set-up. There was no patient involvement, injury or medical intervention. The software version is not known. No additional information is available.

Manufacturer narrative:
The device is not available for evaluation, the customer has checked the external fuses and replaced the lhs 1.6 amp fuse and returned the device into use. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).